Event description:
A neonate capillary sample was tested, using the suspect device, with a result of 130 mg/dl. Within minutes, an additional capillary sample was obtained (per hosiptal protocol) and when tested in the facility's lab, measured 88 mg/dl. Reporter did not indicate if the neonate was treated based on the value obtained on the suspect device. Quality control testing had reportedly been performed on the system and the results fell within the acceptable range. No product was returned to the manufacturer for evaluation.